Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc and act buttons dome switch. We inspected lcd connector and no unlocked connector noted. We were unable to perform the functional or test for high/low blood glucose due to button keypad anomaly. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when pressing the act button during fill tubing, customer was not able to see drops or numbers on display screen. Customer's blood glucose was 84 mg/dl. Customer does not know what caused anomaly. Customer also reported that insulin pump was in a foreign language and was not able to resolve due to buttons not responding. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer reported of being in the hospital due to swollen feet and shortness of breath and was not sure if it was due to diabetes. Customer was wearing insulin pump at the time of hospitalization.